Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the lead found insulation degradation at 4.5 cm from the connector pin. Insulation abrasions were observed at 6.8 cm to 8.2cm from the connector pin, consistent with friction against another implanted device. The damages found could have contributed to the issues observed in the field.